Event description:
It was reported that the radio frequency programmer head was returned along with the programmer and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the radio frequency (rf) programmer head was returned and analysis found that the device had major corrosion and was deemed unrepairable. Analysis also noted that the rf head label was missing backing. The programmer head will be scrapped and replaced. Product ID: 2090 programmer; product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.